Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. Unit was tested with a water fill test reservoir and no bubbles were noted. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked j2/lcd keypad connector. No cosmetic damage noted. (B)(4).

Event description:
Customer reported via phone call that buttons were hard to press on new insulin pump due to arthritis; as a result, it was difficult for customer to prime. Customer reported of going to bed with blood glucose of 300 mg/d and awaking with blood glucose of 40 mg/dl and 45 mg/dl. Insulin pump would be replaced due to customer's request.